Event description:
The customer reported that the olympus evis exera iii video system center was not producing an image when utilized with 180 series scopes during device preparation for use. According to the initial reporter, this event occurred during preparation for use and there was no procedure or patient information related to this failure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was appearing with the subject device due to a dr board malfunction. Additionally, the video connector was worn out and would not lock properly. These components will need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is close to 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was no endoscope image due to faulty dr board. The video socket does not lock properly. Therefore, it was surmised that the phenomenon occurred due to faulty patient board set. As to the cause of the defect, the subject device was likely affected because it was manufactured before the circuit design of the operational amplifier of dr board was changed. The change history of parts was checked and it was confirmed that the design of the dr board was changed on april 16, 2018. It was unclear if this design change was related to the phenomenon pointed out. The issue was resolved when the dr board and video socket were replaced. Olympus will continue to monitor field performance for this device.